Manufacturer narrative:
This is the same event as 3010536692-2016-00096.

Event description:
Allegedly, patient was revised due to mom complications.

Event description:
Additional information rceceived (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: metal wear debris; squeaking left hip resurfacing arthroplasty with lysis; cysts; metal debris. (Left)